Event description:
A customer reported an issue with updating the time and personal profile settings on their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with updating the pump time and advised them to monitor for discrepancies and follow up if the issue recurred, which the customer understood and acknowledged.